Event description:
It was reported in a literature publication that a prospectively collected patient database was reviewed for those who underwent posterior cervical, occipitocervical, or cervicothoracic instrumented fusion. (B)(4) patients satisfied inclusion criteria. Fifty-seven constructs included (B)(4) motion segments. The mean follow-up was 37.7 +/- 20.6 months (range, 24-79). Postoperatively, (B)(4) patients ((B)(4)) developed fusion. One patient presented with cervical myelopathy. She underwent occ-c2 posterior cervical fusion. Post-op, the patient developed a non-union at c2 identified by lucency at the site. The patient experienced no nonunion-related symptoms. The case was managed expectantly.

Manufacturer narrative:
Literature citation: dorward et al. Posterior cervical fusion with recombinant human bone morphogenetic protein-2: complications and fusion rate at minimum two-year follow-up. Bsd journal of spinal disorders and techniques; 2013, doi:10.1097/bsd.0b013e318286fa7e. (B)(6) 2002 - (B)(6) 2007. (B)(6). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.